Event description:
It was reported that during a pre-discharge check the right ventricular (rv) lead exhibited intermittent capture and high thresholds. It was determined that the lead was too short for the patient and had dislodged. It was noted the lead was not capturing. The doctor elected to use the lead in the atrium instead and implanted a different lead in the rv. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.